Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the gap was generated between the lens and the ultrasonic probe by handling. The event can be prevented by following the instructions for use (IFU) which state: ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope's remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit, foggy image occurred. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Due to deformation of scope connector, water tightness was lost. Due to peeling of the adhesive around connecting tube, connection between bending section and connecting tube was detached. Universal cord had a wrinkle. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrovideoscope displayed a cloudy, blurry image. The issue was found during preparation for use for a procedure. There was no effect on the examination. The device was returned and an evaluation at the repair center revealed a gap of adhesive at the distal end, between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.